Event description:
It was reported, that the customer was admitted to the emergency room (ER), due to a blood glucose (bg) level of over 600 mg/dl. Reportedly, the customer collapsed and sustained a knee injury. The customer declined IV fluids, consumed water and was treated with a corrective bolus of insulin to address the elevated bg. Customer was discharged on (B)(6) 2023 with the issue resolved. And no permanent damage. Reportedly, a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.